Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
Further investigation efforts for customer reports of the cuff not deflating were completed on 10/24/2014. Investigation results revealed the following: investigation of deflation issues associated with the bronchocath product has demonstrated that the polyurethane material of the tracheal cuff may collapse in a non-symmetrical manner during deflation. This may create a seal around the perimeter of the notches in the catheter, which may block the path for air extraction during cuff deflation. Additionally, the investigation has shown that the difficulty associated with cuff deflation is most likely to occur when the tube is bent near the interface between the notch opening and the cuff wall and when the notched openings are oriented to the outside of the curvature. Information has been added to the database and trends will continue to be monitored. (B)(4).

Event description:
Customer reported cuff could not be deflated completely, stylet was not inserted. Customer confirmed that no fault was identified during pretesting efforts. The info provided suggest that dextubation and reintubation of a replacement tube was required. Customer confirmed that no additional harm to the pt.